Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh removal surgery in (B)(6) 2011 due to mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00748. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent harvest of tensor fascia lata with fascial stripper, removal of vaginal prosthetic graft from prior mesh anterior repair, revision anterior colporrhaphy, vaginal urethrolysis, autologous tensor fascia lata pubovaginal sling, cystourethroscopy with punch suprapubic tube placement on (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center due to incomplete emptying with persistent vaginal pelvic pain, sui.

Event description:
Details: it was reported that patient underwent harvest of tensor fascia lata with fascial stripper, removal of vaginal prosthetic graft from prior mesh anterior repair, revision anterior colporrhaphy, vaginal urethrolysis, autologous tensor fascia lata pubovaginal sling, cystourethroscopy with punch suprapubic tube placement on (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center due to incomplete emptying with persistent vaginal pelvic pain, sui. (Per operative report).

Manufacturer narrative:
(B)(4). It was reported that the patient experienced extrusion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, frequent urinary tract infections, and adhesions.

Manufacturer narrative:
(B)(4). It was reported that due to post-operative stress incontinence patient underwent cystoscopy and transurethral injection of coaptite on (B)(6) 2008. (B)(4).